Manufacturer narrative:
H3/h6: one device was returned for analysis in used condition. The devices were visually inspected. There were no anomalies noted upon visual inspection. Functional testing was performed. The cassette was filled with 250ml of water using an ICU medical provided syringe. During the filling process, a leak was observed at the seam of the top corner of the bag. The complaint of cassette leakage can be confirmed. The probable cause is due to damage on the bag seam while compounding.

Event description:
It was reported that one blinatumomab cadd was leaking. Customer reported nursing staff opened the plastic outer pouch and placed cadd down onto chemo mat ready for administration and they immediately noticed extensive leaking of the drug from the cadd onto the mat. Customer reported that they could not see any obvious signs of where the leak is coming from, but it was quite a large amount of liquid from the top of the cadd near blue clip from the bag on the inside. Nothing was coming out of the end of the line. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.